Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot confirm the complaint. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) on the homechoice (hc) machine during the previous night's therapy. The caregiver (cg) ended therapy. Product surveillance spoke with the cg on (B)(6) 2011 regarding the reported problem. The cg stated that after starting over with new supplies no further issues were found. The sample was disposed of and no further information is available at this time. No patient injury or medical intervention was reported.